Event description:
Budohoski, k. P., rennert, r. C., mortimer, v., couldwell, w. T., grandhi, r. (2022). Treatment of a ruptured blister aneurysm of the left internal carotid artery with telescoping pipeline flex embolization devices with shield technology. Neurosurgical focus: video, 7(2), v6. Https://doi.org/10.3171/2022.7.focvid2264. Medtronic review of the literature article and video found a 54-year-old female patient was transferred from another facility after presenting with sudden-onset severe headache. During air transfer, the patient was noted to have blown left pupil. Admission head computed tomography (CT) showed a subarachnoid hemorrhage (sah) appearing to originate from the left sylvanian fissure and perimesencephalic cistern. CT angiogram (cta) showed what was considered to be a blister aneurysm off the ventral wall of the left internal carotid artery (ica). Diagnostic angiogram of the left ica confirmed there was a ruptured blister aneurysm of the left ica ventral wall, proximal to the takeoff of the posterior communicating artery (pcom). The care team decided to treat the patient with off-label use of pipeline shield as the instructions for use (IFU) state: "the pipeline¿ flex embolization device with shield technology¿ should not be used alone as sole therapy for acutely ruptured aneurysms." A pipeline shield 4 x 20mm embolization device (model: ped2-400-20) was successfully administered. It was noted that during the procedure, integrilin was administered in 2 doses, the first when deployment of the pipeline was initiated and the second just before releasing the pipeline off the delivery wire. Post-procedure angiography confirmed excellent placement of the pipeline and CT showed no expansion of the hemorrhage. 2 days later, based on the facility's standard practice for treatment of ruptured blister aneurysms, the patient was brought back for placement of a second pipeline, telescoping through the original device. This use was also considered off-label based on pipeline shield IFU statement: "do not place the pipeline¿ flex embolization device with shield technology¿ in patients whom a pre-existing stent is in place in the parent artery at the target aneurysm location." A pipeline shield 4.25 x 18mm device (model: ped2-425-18) was placed telescoping the previously implanted pipeline. There was no reported device malfunction or intra-operative issue. 4 days later, angiogram showed patency of the pipeline construct. It was noted that the patient daily transcranial doppler (tcd) velocities in the left middle cerebral artery (mca) were elevated. 2 days after, on post index bleed day 8, the patient was brought back for diagnostic cerebral angiogram and intra-arterial verapamil administration. Angiogram confirmed obliteration of the blister aneurysm with no further filling. The patient was treated for severe vasospasm during the angiogram. The patient vasospasm was additionally managed with augmenting patient's blood pressure, intrathecal nicardipine administered through the external ventricular drain placed before the index procedure, and angiographic monitoring and administration of verapamil. On day 23 post bleed, the patient was successfully weaned from the external ventricular drain and magnetic resonance imaging (MRI) confirmed there was no significant ischemic burden resulting from the vasospasm. At the 3-month follow-up, the patient was independently mobile, continuing with outpatient rehab, and CT showed no hydrocephalus.

Manufacturer narrative:
B3. Earliest date of publication is used for reported event date. Associated with MDR #: 2029214-2023-01834. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.